Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13416. It was reported that the patient presented remotely. Review of the transmissions revealed that there were multiple episodes of non-sustained right ventricular oversensing on the implantable cardioverter defibrillator. There was some noise noted on the right ventricular lead that may have been causing the noted oversensing, possibly due to interaction with a capped lead. However, it is unknown if the oversensing was caused by the device or by the lead. The patient was in stable condition throughout.